Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming "cassette unlatched." Patient stated that he had only 5 minutes remaining in his cycle and had another intermittent dose scheduled for 8pm. They reported that cassette was firmly and properly attached. Performed hard reset by removing and reinserting battery but alarm persisted. Pump powered off and tubing clamped. Settings was not obtained as alarm did not clear. The event occurred while in use with patient at patient's home. There was no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.